Event description:
Territory business manager contacted dexcom technical support on (B)(6) 2015 to report that the receiver is turning off on its own when he was trying to erase data on (B)(6) 2015. The territory business manager did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).